Event description:
The customer stated the device's knob is functioning but none of the buttons are. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.